Event description:
A patient was reported as being scanned without proper padding thus allowing the patient's elbows to contact the bone of the magnet during scanning. The working safety section of the operator's manual warns against bone contact during scanning. The patient made no mention of warning to the technologist during the scan. Later, the patient informed the radiologist of burning and blisters of the elbows.